Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Device data shows that the first priming sequence ended at 48 pulses and then the device was deactivated by the user after second priming sequence at 58 pulses. The firing flat was in the expected vertical position for deployment. Timeouts were observed in device data. The device was reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. A drive stall was observed during the rerun, however, the device was able to correct itself and rotate the ratchet gear. While timeouts were replicated during rerun, the hook switch cups were found to be damaged during the data download process which resulted in the timeouts observed in the rerun. The exact cause of the timeouts observed in the initial device data could not be determined. The needle mechanism was reset and fired properly during the investigation with no issue. No mechanical damages or deficiencies were observed that would contribute to the reported needle mechanism failure. While the device was received deployed and was deactivated after completing second prime, it could not be conclusively determined the timing of when the device was deployed. A root cause for the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.